Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. The reported internal leakage failure during pre-use check could be reproduced. The problem was solved by replacing the expiratory cassette. The expiratory cassette is only a measuring device. Deviations in the expiratory cassette will be detected during pre-use check.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).